Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a ventricular tachycardia (vt) ablation procedure when the physician was attempting to ablate on the left side of the heart intermittent loss of capture was observed. It was noted that the device was programmed to maximum outputs and to only pace and not sense in both the ventricle and atrium. Boston scientific technical services (ts) was consulted a nd discussed that the external defibrilation detection system interprets the ablation energy as an external shock and truncates the pace pulses while the ablation burn is active. No asystole greater than two seconds was observed and no adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over a year later for reported normal battery depletion and returned for analysis.